Event description:
It was reported that intermittent temperature alarm occurred. Reportedly, the pump was exposed to extreme temperatures. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Tandem technical support educated customer that the pump and related supplies were operating as intended. Reportedly, the customer continued to use the pump for insulin therapy.